Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. A review of the event history log revealed system error 345 message'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition to be attributable to upstream thermistor failure. The ultrasonic sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had alarmed system error 345 (thermistor disparity) occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.